Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per data log analysis, the "date problem occurred" was reported as (B)(6) 2017. The log does not have any entries from that date. There were no indications of a flow problem in the entire log. Most likely the issue is external to the gas system. The service repair technician (srt) completed reconditioning of the device. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per the customer gas system was set to three liters per minute but the output was two liters per minute. The hose connections were checked and no gas leaks were heard.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was low output on the electronic patient gas system (epgs) so the flow was increased. The device was not changed out, they increased the flow. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusion team had noticed a lower than expected output from the epgs oxygen/air flow on (B)(6) 2017. The heart lung machine (hlm) epgs is set up as noted: lines from wall source to epgs to vaporizer to the mechanical flow meter and then to the oxygenator. The biomedical technician (biomed) has tested the output with a digital flowmeter without seeing a decrease in flow. The perfusion team states that it is more pronounced at three liters per minute. Biomed and perfusion have also bypassed the vaporizer when they have seen the decrease in flow, and a discrepancy is still seen in the dialed in flow on the central control monitor (ccm) of the epgs and the mechanical flow meter. After the incident on (B)(6) 2017 the field service representative (fsr) was asked to come in and troubleshoot the device. As per fsr, it appears the blender they were originally using was overdue for replacement. When the customer installed a new blender they were still having issues but this time only intermittently. When fsr arrived and helped troubleshoot it the issue wasn¿t with the blender, it was with the tubing they had running to the flow meter. There was a leak that was found and fixed and it is working appropriately now. During the procedure on (B)(6) 2017 the perfusion team mitigated the concern by increasing the flow to the oxygenator, and the patient experienced no harm, nor blood loss. This incident did not delay the surgical procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the accuracy of the air flow compared to set point was accurate through the electronic patient gas system's (epgs) range of air flow.